Event description:
The customer reported via phone call that her insulin pump alarmed button error. The customer was hospitalized due to a diabetic ketoacidosis. The call was dropped. Customer's blood glucose level was 172 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was also received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.